Manufacturer narrative:
(B)(4).

Event description:
This rv lead had dislodged. During the revision procedure, the physician found the lead to be linked and looped in the pocket and was unable to pass a stylet through the lead. The physician tried several times to remove the loop and advance the stylet but was unsuccessful. He then asked for a new lead. This lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a cut into the insulation (45 cm distal to the is1 connector pin), a deformed outer conductor coil (16 cm distal to the is1 connector pin) and a bent distal end including a bent fixation helix, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.